Event description:
Report received of sparks from the power cord. The pump was received in the general stores department with an unsigned note that read, "bad cord,saw sparks". There was no tracking information available including nurse, patient, or event location. There were no reports of any adverse patient events while the pump was in clinical use.